Manufacturer narrative:
Updated data: h2 h3 h6 image review: thirty-seven cine images of the event reported above were provided. There was no executive summary or computed tomography (CT) provided for anatomical consideration. It was reported that prior to the transcatheter aortic valve replacement (tavr) a left coronary protection system was used due to the patient having a coronary of 7.5 millimeter (mm). Evidence showed the left anterior descending artery has disease prior to the wire and catheter being placed down it. A fluoroscopic valve load inspection was performed, and evidence showed the valve was not a misload. Evidence showed a pre-dilatation was performed prior to the valve being inserted. Evidence showed the valve at the point of no recapture to be approximately 3-4mm on the non-coronary cusp (ncc) in the cusp overlap projection. In the left anterior oblique (lao) projection the contrast does not fill the left cusp well enough to comment on depth on the lcc. There was no image of the valve release provided however evidence showed a post balloon dilation after full release. Angiography post implant showed the lesion in the left anterior descending (lad) artery to be more narrowed, and a stent was placed to open the coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012873637); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing mean gradient of 46 millimeters of mercury (mm hg) with an aortic valve area of 0.43 square centimeters on echocardiography, and a first degree atrio-ventricular (av) block with right bundle branch block (rbbb) on electrocardiogram. During valve loading, no abnormalities were identified on visual or fluoroscopic inspection. A left coronary artery protection system was used due to the patient's coronary height of 7.5 millimeters (mm) with a guidewire and microcatheter. The 14 fr introducer sheath was replaced by the delivery catheter system (dcs) without incident, and the valve was implanted. Following the implant of the valve, a post-dilation was performed using a 20 mm by 45 mm non-medtronic balloon. The patient developed an unspecified av block and was dependent on transvenous pacing. Additionally, a "suspicious" image was observed in the left coronary artery. Subsequently, a stent was placed in the left anterior descending artery. It was noted that the patient did not receive prior preparation with dual antiplatelet therapy. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) in stable condition. Approximately 24 hours following the implant of the valve, th e patient developed ventricular fibrillation. Attempts were made at reversion; however, this was unsuccessful and the patient died. The physician reported of an acute coronary stent thrombosis.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: pro+ delivery catheter system (dcs), product ID: d-evprop23-29, lot: 0012873637, use by date: 2027-06-17, UDI: (B)(4). Updated: b5, h6, h11. Corrected: e1, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing mean gradient of 46 millimeters of mercury (mm hg) with an aortic valve area of 0.43 square centimeters on echocardiography, and a first degree atrio-ventricular (av) block with right bundle branch block (rbbb) on electrocardiogram. During valve loading, no abnormalities were identified on visual or fluoroscopic inspection. A left coronary artery protection system was used due to the patient's coronary height of 7.5 millimeters (mm) with a guidewire and microcatheter. The 14 fr introducer sheath was replaced by the delivery catheter system (dcs) without incident, and the valve was implanted. Following the implant of the valve, a post-dilation was performed using a 20 mm by 45 mm non-medtronic (cristal) balloon. The patient developed an unspecified av block and was dependent on transvenous pacing. Additionally, a "suspicious" image was observed in the left coronary artery. Subsequently, a stent was placed in the left anterior descending artery. It was noted that the patient did not receive prior preparation with dual antiplatelet therapy. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) in stable condition. Approximately 24 hours following the implant of the valve, the patient developed ventricular fibrillation. Attempts were made at reversion; however, this was unsuccessful and the patient died. The physician reported of an acute coronary stent thrombosis. Additional information was received that the valve implant was performed in the native annulus. Heparin (12,500 iu IV) was administered at the beginning of the procedure. In the operating room, the activated clotting time (act) level was checked at the beginning of the procedure, after 30 minutes, and at the end of the procedure with each time being greater than 300 seconds. The valve was recaptured because it was deep and not in the optimal position. The procedure lasted one hour. The suspicious image was referring to a negative image which often suggests a thrombus in the coronary artery. The av block that occurred was complete heart block (chb). According to the physician, the cause of death was the lack of antiplatelet therapy acutely thrombosing the newly implanted stent and the valve did not contribute to the death.